Event description:
It was reported by service report that the scale and power cord were not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell, ground pin.